Manufacturer narrative:
Visual inspections were performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a right common femoral artery was attempted with a proglide device with a 6f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, after suture deployment, when attempting to remove the proglide device from the patient anatomy, the device was stuck and could not be removed. Cut down surgery was performed in which the physician cut the suture free from the proglide device and removed the proglide device from the patient anatomy. The sheath was upsized to an 18f and the evar procedure was completed successfully. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.